Event description:
The clinic reported that there was noise coming from the ups (universal power supply) and an electrical smell. The customer also reported observing smoke coming from the unit. There was no patient involved with this event.

Manufacturer narrative:
The system¿s universal power supply was returned to the manufacturer and was evaluated. The q9 and q13 transistors were found to be burned and there was a noticeable burning smell. The circuit board was also continuously beeping. The component was returned to the supplier for repair. The cause of the transistors burning was not determined. Placeholder.

Manufacturer narrative:
The field service engineer evaluated the system at the customer location and confirmed the noise and electrical smell with the ups. The ups was replaced and system was tested and verified to meet specifications. All pertinent information available to amo has been submitted.